Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx laa closure device was implanted. The patient was discharged on dual antiplatelet therapy (dapt) medication. At the follow up computed tomography (CT) imaging appointment forty-nine (49) days post procedure, a device-related thrombus was seen. The patient was restarted on eliquis 5mg twice per day and aspirin 81mg in response to the thrombus. Re-imaging was planned for three months later.